Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide a sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous from a home patient who admitted to making a touch contamination and acquired peritonitis in (B)(6) 2012. The hp was admitted to the hospital from (B)(6) 2012. Treatment for the peritonitis was not reported. Per the home patient's registered nurse, the peritonitis was in no way related to baxter solutions, hardware or disposables. The cause of the peritonitis was determined to be use error-breach in aseptic technique due to the client not washing her hands before doing the exchanges. No additional information is available.